Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose as low as 25 mg/dl with symptoms of shaking, hunger, and confusion. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had received loss of prime alarms, and during the course of priming the pump, inadvertently infused insulin because the patient had remained attached. During the course of troubleshooting it was determined that the patient was also not properly cycling the cartridges prior to use and using the cartridges for longer than they should be. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of use error.